Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was not established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The system booted up showing no problems. Although the reported problem was not confirmed, a contributing factor may have been a loose power connection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, while attempting to update software, cori console was not functioning. The console was receiving power, but would not proceed to boot up. No case involved; therefore, there was no patient involvement.